Event description:
The nurse found leakage from the catheter near oval disk during infusion.

Manufacturer narrative:
Results of device investigation will be filed in a supplemental report when completed.